Event description:
(B)(4). I had my son in (B)(6) 2011 and the essure procedure done in (B)(6) 2011. I started gaining weight almost immediately. Before I could even get my hsg done I was having a second surgery which I was told wasn't related; it was for my gall bladder. Never had a single issue with it until the end of (B)(6). By (B)(6) I was having attacks so bad I had to crawl on the floor to the bathroom, to make bottles for my infant son, to help my (B)(6) old, etc. That surgery was (B)(6). By the end of (B)(6), I was also having severe pain and total numbness in my wrists and hands, it was first assumed I had tendonitis so I was given ibuprofen and a brace. Once that didn't help they sent me to a upper extremity and nerve specialist. I had an emg done to test for carpal tunnel which was extremely painful and turned up normal. They just told me to rest my arms (impossible with two small kids) and let it go. Had my hsg done in (B)(6) of that year, it showed everything was blocked and was fairly painless. Around this time is when the heavy, extremely painful periods began. I ignored it because I was going through a lot (had just gotten my younger brother sober off of opiates and put him up in my home again. He had a brain hemorrhage and we found him dead in his room) and didn't have time to handle my own issues. Around (B)(6) 2012 the pain when my period wasn't due started. Excruciating, stabbing, take me to my knees pain. Mostly on the right side. Then came the spotting, then the full on periods whenever. My doctor brushed it off, kept trying other birth controls for the hormones. The whole reason I got this done was to not have to take pills or any other form of birth control. Shortly after those things began, so did what I would consider migraine headaches and sleepless nights. My family doctor brushed it off; told me I need more exercise, less caffeine etc. They told me my lack of weight loss was because I wasn't trying hard enough. I worked out daily and had been watching what I ate since gall bladder removal. My mood swings are out of control, my sex drive is gone. I am constantly fatigued.